Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the battery driving time is less than 30 hours. The customer has tried to use a variety of branded aa batteries, but there was no improvement. The device powered off by itself without a low battery alarm. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.